Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor tried to get the needle through the loop and pulled it, the loop broke. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection of the sample noted 2 sutures and 2 needles. One suture was received with an open loop. Upon microscopic inspection of the loop, evidence of material transfer was observed. The loop end of one suture was not received. It was observed, under magnification, that the sutures appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.